Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp of a clinical study indicating the patient had antibiotics given to them as a treatment for the uti. The subject was observed in regards to the reported event of agitation. The patient weight was updated. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that post lead placement, the became acutely agitated attempting to exit his bed, pulling IV lines and o2 monitor off and pushing nurse out of the way. There was possible uti and acute metabolic encephalopathy. Intervention included medical or non-surgical therapy of empiric antibiotics. The event resulted in in-patient hospitalization. It was indicated this was not related to device/therapy, but was possibly related to the implant procedure. The event resolved without sequelae on (B)(6) 2017. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) updated the interventions taken from empiric antibiotics and observation, to solely observation.